Event description:
Pt's monitor is hot to the touch, and he has open wounds where the electrodes are placed.

Manufacturer narrative:
Associated accessory device: act monitor, model# com001, serial# (B)(4), asset# (B)(4). Act sensor sent to OEM and scrapped.